Event description:
Analysis of the returned device revealed that subject stent was deployed partially. There was no clinical consequence reported to the patient as a result of this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was confirmed from the packaging label. During visual/microscopic inspection, the stent was returned partially deployed. The stent delivery catheter was found to be stretched. The stent delivery catheter was found to be severely kinked/bent in multiply areas. The stent stabilizer was found to be kinked/bent. The stent was found to be deformed. The significant amount of blood was noted within the catheter. During functional inspection, stent failed/unable to deploy functional test ¿ fail. The device was flushed several times to remove the blood. The stent could not be deployed due to significant friction between stent stabilizer and stent delivery catheter. The stent was pulled out from the distal end. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event of 'stent failed/unable to deploy' was confirmed during device functional analysis. The device did not meet specifications when received for complaint investigation based on visual and functional inspections/testing. Additional information received indicated that it is unknown if the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It is unknown if continuous flush was set up and maintained and the tortuosity of the patients anatomy was also unknown. It was reported that 'the subject stent was advanced to the site of placement but could not be pulled at all nor deployed'. In the gfe follow-up questions it was clarified that the inner body (stabilizer) was advanced to the proximal end of the stent prior to the attempt to deploy the stent. It was after this, during the deployment step, that the issue was experienced. The stent was returned partially deployed from the distal end of the outer catheter. There was significant blood noted within the outer catheter suggesting that insufficient continuous flow may have been a contributing factor in this complaint device. Despite flushing the stent system multiple times, it was not possible to deploy the stent due to significant friction experienced between the stabilizer and outer catheter. Once manually deployed, the stent was noted to be deformed. The stent stabilizer was kinked/bent and the stent delivery catheter (delivery catheter outer body) was stretched and also severely kinked/bent in several locations along its length. The as reported and the as analysed event of 'stent failed/unable to deploy' and as analyzed events of 'stent partial deployment', 'stent delivery catheter stretched', 'stent delivery catheter kinked/bent', 'stent stabilizer kinked/bent' and 'stent deformed' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.